Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported that the patient went initial left shoulder arthroplasty. Subsequently, the patient was revised to reverse shoulder system due to unknown reasons.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Radiographs were provided and reviewed by hcp, which identified humeral head migration in relation to the glenoid component, rotator cuff tears, and osteopenia. However, this does not confirm whether a revision occurred or not. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.